Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3093-33, lot# v015286, implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead. Analysis of the tined lead v015286 revealed all conductors are broken 5.0 cm from the distal end.

Event description:
The representative stated they placed implantable neurostimulator (ins) in pocket and connected lead with no issues and were getting impedances greater than 4,000 ohms on all contacts except 1 with 2 and 3. The representative stated they removed lead and re-inserted it once, the representative made sure they did not back setscrew out too far but still saw high impedances after lead was reinserted. Perform electrode impedance test at 2.0v and 360 pw. Impedance values reported were: see below. Results indicate: high (>4000 ohms). Technical services had representative run impedances at 3.5v (not 2.0v) and 360pw but all contacts showed greater than 4,000 ohms. The ins was being used for testing motor response. Program the following: use previous effective pairs or pairs that are currently high. Rate = 14. Pw = 210 us. Set cycling at 3s on/3s off, no soft start. Increase amplitude with clinician programmer. Bellow and toe flick were not present at nominal amplitude values. Technical service had representative test 2-3 electrode combination and reached 4.0v with no motor response detected. Representative did not want to test other electrode combinations as they were clearly not getting stimulation when they were before without the ins. The technical services reviewed there may be issue with lead that manifested itself when the lead was manipulated during the battery change out or an issue with the ins header. Technical services reviewed ins may need to be replaced and if high impedances remain, consider replacing lead. There was none symptoms reported. There had been no reported complaints of impedance issues reported prior to us getting to the or. It was reported a day later that a new full system was put in and the lead and ins would be returned. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.